Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the pump continuous glucose monitor (cgm) reading and the phone cgm reading. Upon follow up, customer alleged the sensor was causing the discrepancy. Customer's blood glucose was not impacted. A root cause could not be determined. A replacement sensor was sent to the customer.